Manufacturer narrative:
A ventilator was reported failing pre-use checks. A service engineer replaced pressure transducer printed circuit boards (pcbs) and the expiratory channel pcb. The unit passed all functional tests. The faulty goods were not returned, but logs were sent for further investigation. No failure was found in the returned test log, even though the log reached back to december 2020 and the event was reported in february 2021. As the returned test log did not have any failures, no cause for the reported issue could be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).